Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the user interface module (uim) on avea does not power up and it was alarming vent inop , blender fault and tca fault. There is no patient involvement associated with this event.